Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. She wasn't able to complete the prime process. The number on the device would increase, insulin was squirting out, and it alarmed compromised force sensor system. Customer's blood glucose was 17 mmol/l. Customer was advised to discontinue use of the device and revert to back up plan. The drive support cap was reported flush. The device is being replaced and its returning for analysis.